Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance. The patient was brought into the clinic for further investigation. Upon interrogation, the lead exhibited high capture threshold. The lead was explanted and replaced. The patient was fine after the procedure.